Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: customer reported oled monitor for repair due to no power from monitor. Stryker san jose service team identified burnt components internally and a melted power cable. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be (1) power surge (2) manufacturing issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.